Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Corrected data: lot #: updated to "15h42".

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer complained that the cable connection for the masimo pulse ox to his lp 15 and lp12 cardiac monitors (physio-control) are loose. It has about 20-30 degrees of play. Sometimes when they go to use it on a patient they don't any readings at all or they get dashes on the monitor or they get numbers that are obviously wrong. When they first got the new lp's everything worked fine. But, over time, given the nature of the way firefighters use this type of equipment, the connection has become very loose. There are no known impacts or consequences to any patient.